Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that the right ventricular (rv) lead had high capture threshold and high pacing lead impedance. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received notes the right ventricular (rv) was capped and replaced. There were no adverse consequences to the patient throughout the procedure.